Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation the customer's report was duplicated, and the high voltage module was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.